Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The target lesion was located in the calcified and moderately tortuous abdominal aorta. A stent graft was implanted and the equalizer balloon catheter was advanced to the lesion to control vein pressure. The balloon ruptured on the first inflation with approximately 10 milliliters of liquid. It is unknown how many millimeters the balloon was inflated to. The procedure was completed with another of the same. There were no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
Eighteen years or older. The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).